Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient contacted animas alleging that the pump was not alarming as it was programmed to. The patient reported that the low cartridge alarm is set for 10 units; however, she is not receiving the low cartridge alarm until there are less than 9 units remaining. At the time of the call the patient refused to review pump settings and troubleshoot the alleged issue. The issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history confirmed that the "low cartridge" warning level was set to 10 units. A review of the black box shows a "low cartridge" warning occurred at 5:12 on (B)(6) 2012 and the units remaining were recorded as 10 units. A "replace cartridge" alarm was recorded at 13:18 on (B)(6) 2012 with units remaining as 0 units. Since there were 0 units remaining, the "replace cartridge" alarm was followed by a "no delivery, no prime" warning at 13:21 on (B)(6) 2012. A "low cartridge" warning was reproduced during investigation, and the pump emitted the appropriate auditory and vibratory alerts. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and accurately recorded in the pump history. There was no defect found on investigation. The complaint could not be confirmed or duplicated.